Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The reporter did not know the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to the keypad connector on the liquid crystal display board unlocked. No button error alarm noted during testing. The unit had a minor scratched liquid crystal display window, cracked battery tube threads and cracked reservoir tube lip.